Manufacturer narrative:
Manufacturer's investigation conclusion: the reported fluid ingress and damage to the power cables were unable to be confirmed. The heartmate ii system controller (serial #: (B)(6) was not returned for analysis; however, a log file was submitted for review. The submitted log file spanned approximately 25 days (14apr2020 ¿ 08may2020 per timestamp). There were no events related to the reported events in the log file. Pump operation was not affected. Multiple good faith efforts were sent asking if the heartmate ii system controller (serial #: (B)(6) would be returning; however, to date no response was received. The root cause of the reported events were not able to be conclusively determined in this analysis. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate ii instructions for use section 6 entitled ¿patient care and management¿ and heartmate ii patient handbook section 2 entitled ¿how your heart pump works¿ instructs the user not to kink or sharply bend the power leads. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: corrected information.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had "green goo" coming from the black power cable. The area was taped with electrical tape but was still leaking. The patient reports a small tear and was working outside with mud. No issues were noted. Log file analysis showed no unusual events. The "green goo" was determined to be shield in the bend relief portion of the power lead breaking down and leaking out a cracked area. The controller was exchanged.